Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alleged product issue occurred with the blue fabric that wraps the tubing of the custom tubing pack prior to use. The tubes were replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the light blue coating surrounding the sterile tubes was damaged. The sterile pouch was not damaged. There was no missing or wrong devices or components in the package. The sterile seal was intact. The device was sealed sterile, however, when it was opened and placed on the table, the light blue coating was contaminated because it was torn.